Event description:
The pt complained of pain at the left antecubital IV site and the nurse assessed the site through the transparent dressing. She proceeded to remove the dressing while holding the angiocatheter hub stable with her non-dominant finger. The hub came away with the dressing and was found to be separated from the tip. She marked the area with a pen around the site and notified her charge nurse. They notified the pt's physician. An ultrasound was ordered and confirmed the presence of the catheter tip in the location of the insertion site in her antecubital fossa. The pt underwent thrombectomy of the left antecubital vein under local mac and the catheter tip was removed from the vein intact. She was discharged the same day.